Event description:
It was reported that the right ventricular (rv) lead may be fractured. There were impedance spikes and an alert was triggered for high rv coil impedance. It was also noted that about four weeks prior, the patient was about to undergo radiation therapy so the system was moved from the left to right side and the superior vena cava (svc) coil was capped and deactivated. The rv coil impedance rose, but it was noted that was not uncommon when going to a single coil system. As the radiation therapy completed, the rv coil impedance spikes started and a lead fracture is now suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a high impedance alert was triggered on (B)(6) 2013. The maximum defibrillation active can impedance rose from a baseline of approximately 45 ohms to greater than 100 ohms the week ending (B)(6) 2013 and during that same week, the maximum superior vena cava (svc) defibrillation impedance rose from a baseline of 60 ohms to greater than 250 ohms. There was one ventricular fibrillation (vf) episode of greater than 220 milliseconds v-v cycle length recorded on (B)(6) 2013. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the high impedance persisted and it was speculated that it may be due to the extenders, which were used when the system was moved from the left to right side. The system was moved back to the left side, and the extenders were removed which resolved the impedance issue.